Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart alarm error test, displacement test due to blank display.

Event description:
Information received by medtronic indicated that customer wore insulin pump in swimming pool and now screen had bubbles in it and it was smudge. Customer reported that there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.